Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined using 30x magnification. It was observed that there is brown foreign matter (fm) embedded in the luer lok® adapter portion of the barrel. The photo provided by the customer shows the non-conforming syringe tip in a plastic bag. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8360513 item #302830. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Rationale: bd acknowledges that the returned sample had brown embedded foreign matter (fm). When starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections. As there was one reported occurrence the acceptable quality level of ¿foreign matter ¿ embedded on component > 1/32 in = 1.00% aql¿ no corrective or preventative actions will be taken in the scope of this complaint.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: foreign material on the tip.